Event description:
Device 1 of 3: reference MFR. Report# 1627487-2017-01656, reference MFR. Report# 1627487-2017-01657. Additional information received identified the leads were migrated. Surgical intervention was undertaken on (B)(6) 2017 wherein the leads were explanted and replaced which resolved the issue. Effective stimulation was restored postoperatively.

Manufacturer narrative:
Implant date was unintendedly omitted from the initial report. This report consist of missing information.

Event description:
Device 1 of 3 : reference MFR. Report# 1627487-2017-01656, reference MFR. Report# 1627487-2017-01657.

Manufacturer narrative:
Concomitant medical products: model 3383, scs extension, implant date : unknown . Expiration date: 10/2001 (mm/yyyy). Manufacturing date: 10/1999(m/yyyy). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report# 1627487-2017-01656, reference MFR. Report# 1627487-2017-01657. It was reported one of the patient¿s lead had migrated (confirmed via fluoroscopy). As a result, surgical intervention is planned to address the issue.